Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the device was explanted and replaced due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Analysis was normal. No anomaly was found.